Event description:
It was reported that the patient presented for eri device change out. A possible output circuit damage message was present after dft testing. The alert was cleared and the patient was re-induced. A loud pop was heard and the device failed to rescue the patient. The arrhythmia broke spontaneously. Also, a low shock impedance was noted. The device and lead were replaced.

Manufacturer narrative:
No medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.